Event description:
It was reported that during da vinci-assisted surgical procedure, the harmonic ace instrument's blade broke. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: during a dissecting task, a blade on an instrument broke. The broken part completely detached from the instrument, but no fragments fell into the patient. The instrument was inspected prior to use. The surgeon reported no prior issues with the functionality of the instrument during the surgical procedure and stated that the instrument did not collide with any other hard material or instruments. The surgeon does not know what caused the instrument to break.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the intuitive device returned. However, isi has not received the harmonic ace instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The probable root cause is attributed to use conditions. Damaged blades result from blade scratches caused by contact with other instruments or hard metal objects (e.g., staples, clips, etc.) While the instrument is activated. These initial damages can worsen due to the ultrasonic vibrations of the harmonic insert, leading to blade failure. Blade damage may be detected by the generator with a solid tone or an error.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic insert was analyzed and found to have broken blade at the base of the blade. A piece approximately 19mm long was found to be broken off, confirming that a fragment detached from the instrument. The broken piece of the blade was returned. Components adjacent to this broken blade do not show damage. The complaint was confirmed by failure analysis. The probable root cause is attributed to use conditions. Damaged blades result from blade scratches caused by contact with other instruments or hard metal objects (e.g., staples, clips, etc.) While the instrument is activated. These initial damages can worsen due to the ultrasonic vibrations of the harmonic insert, leading to blade failure. Blade damage may be detected by the generator with a solid tone or an error.